Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the information provided does not indicate a clear cause for the hematoma; however, the physician thought that what appeared to be a hematoma likely compressed the coronary artery, causing occlusion above the lcc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by our (B)(6) affiliate that after implantation of a sapien xt valve, angiography showed accumulation of contrast between the calcification and the sinus of valsalva (sov) above the left coronary cusp (lcc). The location of the contrast accumulation was difficult to reach; therefore, no identification or treatment was performed. The patient¿s blood pressure did not recover even after discontinuance of rapid pacing and guide wire removal. Circumferential asynergy was observed in the left ventricle. ¿stenosis¿ of the left main trunk (lmt) was observed and a stent (3.5 mm x 26 mm) was placed in the lmt. The physician commented that the unspecified contrast accumulation which seemed to be a hematoma, might have disturbed the blood flow in lmt. During preoperative screening, it was confirmed that the height of the lmt was 14.1 mm and the degree of aortic valve calcification was mild. The aortic valve area was 334mm2. The diameter of the sov was measured to be 23.9mm by 29.8mm and the sinotubular junction measured 24.3mm by 25.8mm. The patient did not have history of coronary artery disease or disease which would possibly contribute the event

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.